Event description:
Medtronic received a report that the pipeline stent encountered resistance with the marksman catheter, which was fractured. The patient was undergoing flow diverter stent implantation surgery for treatment posterior communicating segment of the left internal carotid artery aneurysm. The access vessel was the femoral artery with a diameter of 12 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that after the microcatheter was positioned, a ped-500-30 flow diverter stent (b730262) was advanced. Under fluorosc opy, the stent was observed to be lodged at the cavernous segment and could not be advanced further. Increased torque control and continuous traction were applied, during which the marksman catheter fractured. The entire system was withdrawn from the body, and inspection revealed that the fracture occurred at the transition zone of the soft segment of the marksman catheter, with the stent remaining entirely distal to the fracture site. Therefore, a phenom 27 catheter was repositioned to the target location. Using the inner dilator of a 5f introducer sheath, the stent was transferred from the fractured marksman catheter into the phenom 27, advanced to the target site, and successfully deployed, after which the procedure was concluded. There was a distal fracture of the marksman catheter. There was separation/break of the catheter found during use. There was friction or difficulty during injection. There was force applied during delivery or removal. The catheter tip was entrapped/stuck. There was no vasospasm. The catheter was stuck inside the guide catheter. There was no surgical or medicinal intervention required. Thee broken location was the distal section. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a 8f guide catheter, a phenom 27 microcatheter, and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.